Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient stated the cgm was 155 mg/dl at 10:00pm. He stated he knew his bg was not 155 mg/dl (there was no report of a manual finger stick being checked during this time) so he took 20 units of insulin. Some time after taking insulin, the patient became comatose and the chief of the area called for an ambulance. The patient and his wife arrived at the hospital at 11:47pm. At the hospital, they checked the patient's bg and it was 25 mg/dl but they were not able to check the cgm during this time. The patient was treated with unspecified nose spray by a nurse at 4:00am but it did not work so they treated the patient with an IV sugar solution. The patient regained consciousness at 4:45am. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).